Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: a review of the pump¿s black box revealed no evidence of occlusion alarms. The battery compartment and cap were undamaged and able to fit securely. The pump powered up with auditory and vibrations to a blank screen. The ¿occlusion¿ complaint was unable to be adequately investigated. Unrelated to the original complaint, the display screen was found to be cracked and damaged. A test display screen was mounted and it was fully illuminated and functional. There was no intermittent condition found to the flex pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.